Manufacturer narrative:
Patient identifier: complete sid: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product list 08p32-20, that has a similar us product distributed in the us, list 08p32-21. A review of complaints for architect ca 19-9xr (lot 11568fp00) identified normal complaint activity and there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Accuracy testing was performed to evaluate the performance of reagent lot 11568fp00. An internal panel was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr (lot 11568fp00) assay.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on one patient. (B)(6) = 403.3 u/ml, repeat = 4.5 u/ml. A previous value was 4 u/ml. No impact to patient management was reported.